Event description:
It was reported that the programmer had noise on the electrocardiogram due to a loose patient cable connector. It was noted that the patient cable had been replaced and was ruled out as the source of the issue and that when the connector was pressed on the noise would disappear for a few seconds. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the noisy electrocardiogram (ECG) signal due to connector being damaged on the printed circuit board. Concomitant products: product ID 2067l radiofrequency programmer head. (B)(4).